Manufacturer narrative:
(B)(4). The evaluation and repair of the device has not been completed, however, when the device was checked the reported condition could not be duplicated.

Event description:
It was reported that during use, a patient complained of difficulty breathing on a ventilator. There was a discrepancy between the set and displayed rates and the ventilator was auto triggering. The device continued ventilating. However, the patient was transferred to an alternate device. There was no patient harm reported.

Manufacturer narrative:
(B)(4). Medtronic was not authorized to evaluate/service the device. A non-medtronic service provider returned a control printed circuit board (pcb). The service engineer evaluated the control printed circuit board (pcb) and could not verify the reported complaint. The pcb was placed into a test device, ventilation was started, the pcb operated within specification. The reported event was not duplicated.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.